Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the patient was hospitalized approximately a month ago for heart surgery, unrelated to cycler. The pdrn could not confirm date of surgery. Medical records have been requested.